Event description:
It was reported that the head of the micro sagittal saw heated up during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was observed to be damaged. The presence of a damaged eccentric ball bearing could cause or contribute to the handpiece overheating.